Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is completed. H4: the device serial number was not provided; without it the manufactured date of the device cannot be determined.

Event description:
The core impaction drill was called in for overheating during a procedure. No adverse event was reported, another device was used to complete the procedure.